Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out, an insulation break was observed om the rv lead. The lead was explanted and replaced.